Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event cannot be confirmed based on the returned device. Visual examination of the returned product identified the device returned has been cycled one time and the sutures and anchors were not returned with the device. The black button was not fully retracted upon receipt in our lab. There is also some debris/staining on the clear sleeve. The black button was operated by retracting it completely, then forwarding it again and retracting it all the way back with no issues, operating as normal. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the anchor experienced a deployment issue. The first anchor deployed properly; however, the second would not fully deploy as the button would not click. The correct surgical technique was used, and an alternate device was used to complete the surgery. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - 110024773 (66701924). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.